Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had elevated capture thresholds and low pacing impedance. The patient was asymptomatic. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout the procedure.